Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using an equistrem split tip. Prior to the procedure it was found that the product allegedly had packaging problems. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using an equistrem split tip. Prior to the procedure, it was found that the product allegedly had packaging problems. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of the product packaging in which the outer seal seems to be intact, no openings or unsealed area was noted. In the inner portion of the packaging, slight opening was noted. The edges of the packaging were noted to wavy. The manufacturing site evaluation states, a partial view of the outer packaging revealed no unsealed areas, no damage observed. A closer view at the inside of the packaging showed that the inner tray appeared to be deformed. Therefore, the investigation is confirmed for the reported packaging problem and identified deformation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.